Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der received. Patient is experiencing a loose femoral component. Loosening occurred at an unknown interface. Cement manufacturer is unknown medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. Der received stating patient has been revised to address pain and femoral loosening at the cement/implant interface. The cement manufacturer is unknown. Clinical der states patient was revised to address loosening and malposition/malalignment. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had instability and pain. Upon revision the patient was found to have multiple osteolytic areas. There was significant polyethylene wear and wear debirs granulation tissue in the synovium. The femoral component was found to be loose at both the cement to implant interface and the cement to bone interface. Upon removal of the tibial stem, there was a large amount of cement on the proximal portion of the stem and when it came out it fractured the tibial plateau. The manufacturer of the cement is still unknown at this time.